Event description:
It was reported that a cdh33 was used during a low anterior resection. It was reported by the affiliate that the staples protruded. The surgeon pushed down the staples in the housing and fired. The staples malformed and the surgeon put some overstitches.